Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The patient¿s blood glucose level was 5 mmol/l. The alleged device is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error after battery installation. The constant critical pump error alarm was due to a problem isolated to the force sensor. The device was unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.